Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi pump during the load process, which was previously reported with this pump model. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump under warranty, provided a new replacement pump, and instructed the customer on using storage mode and returning the faulty pump. The customer will use multiple daily injections as backup therapy while waiting for the replacement pump.